Manufacturer narrative:
The event description states that "blue shavings were found in the filter after removing thrombosis". This is identified as an extraction catheter and the event was reported during aspiration. No impact or injury to patient was reported. There was no lot information provided for this event, so a manufacturing review could not be completed. The returned product evaluation confirmed the complaint of blue shavings present in the filter after removal of thrombosis. The returned product was reviewed by manufacturing engineering and r&d and it was determined the most likely root cause for this failure is a supplier process issue. This device is under further investigation. A follow-up report will be initiated if additional or further information is received.

Event description:
Doctor used pronto v4 to remove soft thrombosis. When emptying syringe into filter/strainer, he observed "some blue shavings in the filter. Unfortunately, the packaging was not saved so the lot number could not be retrieved.